Event description:
The customer reported the device would not switch on. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the device would not switch on. No pt involvement was reported. The customer performed the eval. The customer localized the issue to a failed power supply and requested a part ID. The customer was provided a part ID for the power supply. The device remained at the customer site. No further communication was requested. Based on the customer's report, we are considering this a malfunction of the power supply.